Event description:
Customer reported the sensor glucose reading and blood glucose reading have had a great difference, exact numbers are unknown. The insulin pump was also alarming bad sensor and troubleshooting was performed for the alarm. Alarm occurred during the night and that is when customer noticed the difference in the readings. The sensor was inserted five days ago, on the left side of the abdomen. Alarm occurred after initialization and after two consecutive calibration error alarms. Customer then stated a second blood glucose reading was not entered. Customer was advised to remove the sensor. No further information reported.

Manufacturer narrative:
One opened and or used enlite sensor was put through bicarbonate buffer test and it failed per specifications due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.